Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during pump preparation, an optical sensor system error occurred. Despite multiple troubleshooting attempts and a console exchange, the error persisted. The device was not successfully implanted, the procedure with this device was aborted. A replacement device was prepared per instructions for use (IFU) and displayed no error messages or alarms. The device was successfully inserted without complications, and the patient was transported to the cardiovascular intensive care unit (cvicu) on support.